Manufacturer narrative:
A specific cause of the reported driveline infection could not be conclusively determined. The patient was admitted for a driveline infection on (B)(6) 2017. Over their admission, multiple changes to their antibiotic therapy were made until they were started on (B)(6). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted into the hospital for a driveline infection and was administered intravenous antibiotics. The patient was discharged on 15jun2017. The patient continued on the intravenous antibiotics until (B)(6) 2017, which was followed by oral antibiotics. It was reported that the patient¿s therapy was completed on an unspecified date in the (B)(6) 2017.